Event description:
It was reported "that source side of helium loss occurred after the front end pcb was replaced, it worked fine before that. As a result, the helium regulator was replaced. Performed preventative maintenance (pm) and functional checks- pass all". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally, no recorder strip was returned for investigation. The reported complaint of source side helium leak is confirmed based on the field service report. The field service representative found a source side helium leak. As a result, the helium regulator was replaced. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the root cause of the complaint is undetermined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "that source side of helium loss occurred after the front end pcb was replaced, it worked fine before that. As a result, the helium regulator was replaced. Performed preventative maintenance (pm) and functional checks- pass all". No patient involvement reported.